Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 600 mg/dl the previous day. The customer went to the emergency room and changed their infusion site. She treated via manual insulin injection. Prior to the hyperglycemia, the customer had no delivery alarms. The customer noted that their infusion set cannula was bent and that five of her reservoirs broke while filling up; the transfer guard was damaged. At the hospital the customer was treated with insulin and fluids; however, when she was released from the hospital and arrived to her home, she passed out from hypoglycemia. She stated that the hospital gave her too much insulin. She treated her low blood glucose and her blood glucose increased to 69 mg/dl. Insulin pump will not be return for analysis.